Event description:
It was reported that the patient underwent a one level microlumbar discectomy (mld) procedure. During the procedure, the tip of the pituitary broke. Reportedly, no device fragments remained in the patient. There were no additional patient complications noted.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records did not identify any applicable non-conformances to specification.